Event description:
Patient reported that blood glucose measured 169 mg/dl on the suspect device while he was exhibiting symptoms of hypoglycemia. Patient indicated that blood glucose was retested on a different device with a result of 39 mg/dl. Patient noted that due to symptoms, he was unable to self-treat. Patient's spouse treated him with juice and yogurt, after which he felt better. No additional treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.